Event description:
Customer reported the she a low blood glucose after breakfast and was out of it. Customer stated there was also a gap in the sensor graph. Customer stated it seemed the device registered low and then turned off. Customer's daughter in law gave her orange juice prior to checking blood glucose. Customer thinks low was caused because of settings on the insulin pump. Customer stated the device did not alarm to state she was low. Customer's blood glucose went up to 88 mg/dl after treating. Customer was advised the device did not have a valid calibration entered, multiple alerts for blood glucose now were noted in the history. Customer was advised how to properly calibrate the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.